Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer exhibited a non-responsive touch screen. The implantable device was taken out of storage mode and was handed off to the implanter, then the programmer appeared to lock up and nothing more could be done. The programmer was powered off and the procedure was completed using an older model programmer. Technical services discussed possible mis-calibration of the touch screen at power-up. No adverse patient effects were reported. The programmer remains in service.